Event description:
It was reported that there was a failure to aspirate. A 2.1mm jetstream xc catheter and a jetstream console were selected for use in a lower extremity atherectomy procedure to treat peripheral vascular disease. The catheter was opened and primed as usual. The catheter was introduced into the artery for atherectomy. Upon activation, it was noted that there were no aspiration contents. The catheter was removed and re-primed. A second attempt was made, but the device still did not aspirate. Another device was used to complete the procedure. No patient complications were reported. It was noted that aspiration difficulties and taking too long to prime have been ongoing issues with this console.